Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the user received an error message stating, "cannot access a disposed object. Object name: container [12]. Child [217]. Child [0]. Child [0]," while inventorying, unloading, or reloading medications. The device had previously undergone a scheduled downtime to address the same error; however, the issue persisted following the downtime. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.